Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging and was having issues getting a full charge on the ipg. The patient was recommended for an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging and was having issues getting a full charge on the ipg. The patient was recommended for an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician and patient's preference. The patient was reportedly doing well. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing frequent ipg charging and was having issues getting a full charge on the ipg. The patient was recommended for an ipg replacement procedure.